Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/migration'), pelvic pain ('physical pain, pain, pelvic area/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Current weight 150 lbs. Concurrent conditions included grand multiparity, anemia of chronic inflammation, pelvic adhesions and enterolysis. Concomitant products included ibuprofen since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition:mental anguish/psych injury"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (only right coil removed/ tubal ligation, salping. Unilateral on (B)(6) 2012). At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge, weight increased and complication of device removal outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2012 patient underwent surgical removal of coil(s) - only right coil removed discrepancy noted: in pfs plaintiff reported that she did not undergo essure confirmation test but in summons hsg results were provided. (B)(6) 2018: ultrasound: exam: us pelvis comp with (wi) transvag: possible foreign body or surgical apparatus within the uterine cavity near the fundus of the uterus of uncertain etiology. Discrepancy: date of insertion previously reported (B)(6) 2011 now it is reported (B)(6) 2013. Plaintiff received treatment for pelvic pain, abdominal pain,general abnormal bleeding. Medical leave related to essure: yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on (B)(6) 2018: (rt) essure seen. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events abdominal pain, general abnormal bleeding were added. Updated outcome of events pelvic pain from unknown to recovered / resolved. Reporter¿s information was added. Patient¿s demographics were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain, pelvic area') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids. Current weight (B)(6). Concurrent conditions included grand multiparity, anemia of chronic inflammation, pelvic adhesions and enterolysis. Concomitant products included ibuprofen since (B)(6) 2011. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced device expulsion ("migration of essure device location of device: uterus"). The patient was treated with surgery (surgical removal of coil(s) - only right coil removed/ tubal ligation on (B)(6) 2012). At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure insertion date provided in pfs (B)(6) 2011 on (B)(6) 2012 patient underwent surgical removal of coil(s) - only right coil removed. Discrepancy noted: in pfs plaintiff reported that she did not undergo essure confirmation test but in summons hsg results were provided. (B)(6) 2018: ultrasound: exam: us pelvis comp with (wi) transvag: possible foreign body or surgical apparatus within the uterine cavity near the fundus of the uterus of uncertain etiology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound scan - on (B)(6) 2018: (rt) essure seen. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr was received- events- ¿migration of essure device location of device: uterus, abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), vaginal discharge, weight gain, new reporter information, patient details, medical history, concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.